Event description:
Discordant alpha-fetoprotein (afp) results and a discordant total human chorionic gonadotropin (thcg) result were obtained on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on an alternate instrument, and the rerun results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant afp and thcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that aspirate probe 1 was plugged. The fse replaced aspirate probe 1. The fse then proactively replaced its associated fittings and tubing, the pinch valve and pinch valve tubing, and the aspirate wash blocks. Quality controls were then run, and all were within range. The cause of the discordant results was the plugged aspirate probe 1. The instrument is performing according to specifications. No further evaluation of the device is required.